Manufacturer narrative:
B3 date of event. Date is an estimate. It was reported the event occurred 2 weeks after stent implant. Initial reporter first name initial reporter first name - reported by the patient.

Event description:
It was reported that the patient experienced an allergic reaction post stent implant. The patient presented with swelling and pain within the right leg that occurred for several months prior to stenting treatment procedure. The patient was treated on (B)(6) 2019 with an epic iliac self expanding stent that was placed in the upper part of the right leg. It was reported that the swelling had gone down. Two weeks after implant the patient's ankle and 6 inches above the ankle started to itch and hurt. On (B)(6) 2019, the patient was stung by a yellow jacket on the left side of the back. On (B)(6) 2019 a large water blister developed on the right ankle. The patient received itching cream from a physician. The following day, 2 additional water blisters developed that were noted to be sized larger than a dime and 1 inch apart from each other. The patient sought medical attention at the emergency room and was informed the condition was a result of shingles and was provided medicine to treat the shingles and additional itching cream. The condition did not get better and the patient sought medical attention from an allergy specialist who felt the issue was not due to venom or shingles. An allergy test for metal was conducted and it was confirmed that the patient was allergic to gold and nickel. No further patient complications were reported and the patient is scheduled for a follow up visit with the physician. The outcome of the patient's follow up visit was further reported. The physician would not explant the epic stent. The patient no longer has swelling and blisters. The patient does have dark spots but has reported she feels tired but ok. She is scheduled for another follow up visit in a month or two.

Manufacturer narrative:
Date of event. Date is an estimate. It was reported the event occurred 2 weeks after stent implant. Initial reporter first name initial reporter first name - reported by the patient.

Event description:
It was reported that the patient experienced an allergic reaction post stent implant. The patient presented with swelling and pain within the right leg that occurred for several months prior to stenting treatment procedure. The patient was treated on (B)(6) 2019 with an epic iliac self expanding stent that was placed in the upper part of the right leg. It was reported that the swelling had gone down. Two weeks after implant the patient's ankle and 6 inches above the ankle started to itch and hurt. On (B)(6) 2019, the patient was stung by a yellow jacket on the left side of the back. On (B)(6) 2019 a large water blister developed on the right ankle. The patient received itching cream from a physician. The following day, 2 additional water blisters developed that were noted to be sized larger than a dime and 1 inch apart from each other. The patient sought medical attention at the emergency room and was informed the condition was a result of shingles and was provided medicine to treat the shingles and additional itching cream. The condition did not get better and the patient sought medical attention from an allergy specialist who felt the issue was not due to venom or shingles. An allergy test for metal was conducted and it was confirmed that the patient was allergic to gold and nickel. No further patient complications were reported and the patient is scheduled for a follow up visit with the physician.